Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) observed that auxiliary drawers went down again and were not detected on the bus. The fse inspected and identified damaged auxiliary interface board. The fse replaced the auxiliary interface board. The fse performed preventive maintenance, tested all drawers and slides to ensure proper functionality, and opened the top cover to check connections in the electronics drawer while removing accumulated dust. It was identified that auxiliary full-height enhanced drawers 5, 6, and 7 were sticking; drawer 6 had a damaged slide rail with missing ball bearings, which was replaced, and drawers 5 and 7 had damaged bumpers, which were also replaced. The auxiliary interface board was replaced. After completing these repairs, no further issues were observed with the auxiliary cabinet, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station 4s-2 reported an error on the bus, where all auxiliary cabinet drawers were failed and could not be recovered. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.